Event description:
The initial reporter received questionable ise sodium electrode and cl electrode assay results from patient samples tested on the cobas 4000 c311 stand alone system. This medwatch is for the ise sodium electrode assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for the cl electrode assay. One patient sample with discrepant results was provided: ise sodium electrode: the initial result was 116 mmol/l. The repeat result was 141 mmol/l. Cl electrode: the initial result was 129.1 mmol/l. The repeat result was 102.0 mmol/l. The questionable results were not reported outside the laboratory, as their staff noticed that the ise sodium electrode results were low and the cl electrode results were high and did not match the patient's history. The repeat results were deemed correct. The repeat results were deemed correct.

Manufacturer narrative:
The customer¿s cobas 4000 c311 stand alone system serial number is (B)(6). The customer stated that they had not completed quarterly customer maintenance or changed their electrodes when it was due. The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 contact office - manufacturing site and g4 PMA / 510k (premarket numbers) were updated. The sodium electrode calibration had flags. The customer stated that the sodium electrode and chloride electrode qcs were acceptable. The patient sample was centrifuged for 6 minutes at 4100 rpm. The centrifugation time may be too short, and the speed may be too high according to the tube manufacturer¿s recommended guidelines. The alarm trace had water reservoir and incubator bath water level sensor alarms. The investigation determined that the customer's actions (performing overdue customer maintenance) resolved the issue.